Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv had flow issues. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that once clamps open on the secondary etoposide line, it backed up into my primary ns line. Verbatim: level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): yes incident details: etoposide back primed per protocol. Once clamps open on the secondary etoposide line, it backed up into my primary ns line. Line was in the pump with pump door closed. Primary ns line replaced. Etoposide connected to the new ns line and no further problems. Etoposide should not of been able to back up into the primary line the way it did. There was no chemo spill and the incident was caught immediately. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: recurring.

Event description:
It was reported that as lvp 20d 2ss cv had flow issues. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that once clamps open on the secondary etoposide line, it backed up into my primary ns line. Verbatim: level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): yes. Incident details: etoposide back primed per protocol. Once clamps open on the secondary etoposide line, it backed up into my primary ns line. Line was in the pump with pump door closed. Primary ns line replaced. Etoposide connected to the new ns line and no further problems. Etoposide should not of been able to back up into the primary line the way it did. There was no chemo spill and the incident was caught immediately. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: recurring.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/15/2021. H.6. Investigation: one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a secondary set was primed with methalyne blue. Set set was allowed to free flow. No methalyne blue was found to be going up the primary tubing. The customer complaint that once clamps open on the secondary etoposide line, it backed up into my primary ns line was not verified. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.